Event description:
Tulip filter was implanted in 2004. The pt's vena cava measured 20mm. The tulip filter was deployed and visually noted to have landed and expanded as designed. A few days later the pt returned to the hosp complaining of pain. The filter, following the period of implantation, had tilted and migrated up to the renal vein. The tip of the filter was noted to be resting at the origin of the renal vein. The filter was explanted due to the pain the pt was enduring, not due to the tilting or migration. The explanted filter did not appear to have any noted damage or nonconformity. Another manufacturer's device was then implanted in the pt.